Event description:
A single-center cohort was published in a european journal article, 'valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography'. The study was from july 2009 to july 2021 of patients undergoing transcatheter aortic valve implantation with sapien xt and sapien 3 valves. This report is for an 85-year-old male who underwent a tavi implantation of a 26mm sapien 3 ultra valve, and during implantation, loss of capture occurred resulting in embolization of the valve. Therefore, a second 26-mm sapien 3 ultra valve was implanted. Management of the transcatheter valve embolization and migration was complicated by a combination of an aneurysm of the ascending aorta and a narrow, calcified arch. Consequently, the embolized valve could neither be implanted into the wide ascending aorta nor withdrawn into the descending aorta. Instead, it was gently pulled back by the semi-inflated delivery balloon as far as possible into the proximal aortic arch and affixed by two self-expanding stents.

Manufacturer narrative:
The investigation is ongoing. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2021 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The first day of the month and year of the date range was used as the occurrence date. Bibliography: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography; d frumkin, m pietron, a kind, a brand, frontiers etal. 2022 - ncbi.nlm.nih.gov. The valve remains implanted in the patient.

Manufacturer narrative:
A supplemental report is being submitted to reference mfg. Report numbers. This report is 2 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-09118, 2015691-2022-09121 and 2015691-2022-09122.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusion) and h10 to reflect investigation. The valve was not returned to edwards as it remains implanted. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided per the article and revealed that the valve embolized into the aorta and was affixed with two self-expanding stents. Per article, tavi was performed between july 2009 to july 2021, valve serial number and exact implant date were not provided, so the document revision for IFU and training manuals were unable to be determined. In this case, the IFU and training manuals were referred to the earliest date of the sapien 3 ultra thv available on market. The sapien 3 ultra thv was commercial launched on december 2017, and the ultra delivery system was used. The edwards sapien 3 IFU and procedural training manual were reviewed for instruction for guidance. The procedural training manual provides guidance on aortic embolization management. Maintain guidewire position through embolized thv so it does not flip, assess patient hemodynamic stability and pull embolized thv across arch as far as possible and deploy. In addition, secure embolized thv in aorta, consider stabilizing thv with additional stent an consider 2nd thv if ar is severe and patient unstable. There is no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during implantation, loss of capture occurred and the valve embolized'. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture disrupted the balloon stability during post deployment, which led to the thv embolized toward aorta as reported. In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.